Manufacturer narrative:
Pending.

Event description:
Customer alleges discrepant results with meter compared to lab. Patient's target therapeutic range is 2.5-3.5. Results done within an hour of each other. Patient has used meter for about 3.5 years. Meter results were reported to have been running high for about 3 weeks.